Event description:
A customer reported a primary clear link set in which there was a backflow of distilled water through the check valve that occurred during priming. There was no patient involvement or medical intervention necessary. An unknown secondary set and two (2) unknown bags were used with this set. There was a rise in the drip chamber above the check valve. It is unknown if a baxter hanger was used in the setup. The size of the bags was not identified. The y-site that had the secondary set connected to it was not identified. An unknown sigma pump was used with this setup. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The customer sent in two used samples for an evaluation. The samples were re-primed per their respective label copy. The secondary set was then attached to the top y site of the primary set. The setup was then checked for back flow. The secondary set was then attached to the bottom y site of the primary set. Again the setup was checked for backflow. Both samples primed and flowed normally with no back flow noted. The complaint was not confirmed and the assignable cause could not be determined. A labeling review was performed and the label was found to contain appropriate instructions for use.